Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Cause not provided. The customer declined to provide additional information regarding the issue.